Manufacturer narrative:
As reported, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, tilt and inability to retrieve the device. As a direct and proximate result of these malfunctions, the patient suffered injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The optease filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt could not be confirmed and the exact cause could not be determined. Additionally, the timing and mechanism of the reported filter tilt is unknown. Patient, technique or procedural factors may have contributed to the reported tilt. The implantation date of the filter and the attempted retrieval date is unknown at this time. Retrieval of the optease vena cava filter is indicated up to 23 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization, remodeling/restructuring of the vessel wall following device implantation, is the body¿s natural response and has been shown to occur in as short a period as 12 days. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that device reported is an optease vena cava filter and for which the catalog and lot numbers are not currently available. If obtained, a follow up report will be submitted within 30 days upon receipt.

Event description:
As reported by the legal brief, the patient underwent placement of optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, tilt and inability to retrieve the device. As a direct and proximate result of these malfunctions, the patient suffered injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
It was reported that a patient underwent placement of a optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, tilt and inability to retrieve the device. An unsuccessful retrieval attempt was made approximately one month and ten days post implant. The patient is also reported to have experienced fear, anxiety and pain. The pain is in the side and lower abdomen. The indication for the filter implant was the development of a retro-peritoneal bleed while being treated for a deep vein thrombosis (dvt) and pulmonary embolism (pe) while on coumadin. The filter was placed via the right common femoral vein and delivered according to the instructions for use in the infrarenal vein/suprailiac vein location. This was felt to be an excellent result on completion venogram. There were no acute complications and the patient was transferred back to their room. Approximately one month and ten days later a percutaneous retrieval attempt was made via the right common femoral vein. Cava-gram performed at the time showed the location of the common iliac vein confluence and the renal veins, and that the vena cava filter had no clot within it. The right iliac veins had no thrombus. There was no migration of the filter. There was filter tilt of about 20 degrees. No embolization of any filter parts was noted. The filter hook was not able to be engaged as the snare loop could not slide around the hook. Access was then obtained on the left side, and still the hook could not be snared. After multiple attempts the procedure was ended. A completion cavogram showed no perforation and no contrast extravasation. The patient¿s history is notable for cardiomyopathy with an automatic internal cardio defibrillator implant, a right lower quadrant subcutaneous nodule, constipation. The day following the implant an abdominal x-ray was performed for complaints of abdominal pain, results noted increased fecal material. An abdominal computed tomography (CT) scan was also performed that day to follow up on the rectus sheath hematoma, results noted a slight interval worsening and enlargement of the left rectus sheath hematoma. Approximately twenty-one days later, a repeat scan was performed and noted a decrease in size of left rectus sheath hematoma. Approximately 2 weeks later, a chest x-ray was performed for complaints of shortness of breath, results noted an aicd projects over the left hemithorax. The heart is stably enlarged, pulmonary vascularity is within normal limits and no acute lung consolidation. Eight days later an ultrasound of the left leg was performed for complaints of pain and swelling, results noted no evidence of femoral, popliteal or calf vein thrombosis of the left lower extremity. Two weeks later, a CT scan of the abdomen was performed for right sided flank and abdominal pain, and difficulty ambulating. Results showed new small bilateral pleural effusions and basilar atelectasis. An ivc filter is in place, no hydronephrosis, renal, or ureteral calculi. There is severe degenerative disease involving the mid lumbar spine particularly at the ' l3-4 level not changed appreciably from the previous study. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt and retrieval difficulty could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Anxiety, leg pain and swelling and abdominal pain do not represent a device malfunction and may be related to underlying patient related issues. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Additional information provided on the patient profile form (ppf) indicated that an unsuccessful retrieval attempt was made approximately one month and ten days post implant. The patient is also reported to have experienced fear, anxiety and pain. The pain is in the side and lower abdomen. Information provided in the medical records indicated that the filter was placed due to the development of a retro-peritoneal bleed while being treated for a deep vein thrombosis (dvt) while on coumadin and pulmonary embolism (pe). The filter was placed via the right common femoral vein and delivered according to the instructions for use in the infrarenal vein/suprailiac vein location. This was felt to be an excellent result on completion venogram. There were no acute complications and the patient was transferred back to their room. Approximately one month and ten days later a percutaneous retrieval attempt was made via the right common femoral vein. Cava-gram performed at the time showed the location of the common iliac vein confluence and the renal veins, and that the vena cava filter had no clot within it. The right iliac veins had not thrombus. There was no migration of the filter. There was filter tilt of about 20 degrees. No embolization of any filter parts was noted. The filter hook was not able to be engaged as the snare loop could not slide around the hook. Access was then obtained on the left side, and still the hook could not be snared. After multiple attempts the procedure was ended. A completion cavogram showed no perforation and no contrast extravasation. The patient¿s history is notable for cardiomyopathy with an automatic internal cardio defibrillator implant, a right lower quadrant subcutaneous nodule, constipation. The day following the implant an abdominal x-ray was performed for complaints of abdominal pain, results noted increased fecal material. An abdominal computed tomography (CT) scan was also performed that day to follow up on the rectus sheath hematoma, results noted a slight interval worsening and enlargement of the left rectus sheath hematoma. Approximately twenty-one days later, a repeat scan was performed and noted a decrease in size of left rectus sheath hematoma. Approximately 2 weeks later, a chest x-ray was performed for complaints of shortness of breath, results noted an aicd projects over the left hemithorax. The heart is stably enlarged, pulmonary vascularity is within normal limits and no acute lung consolidation. Eight days later an ultrasound of the left leg was performed for complaints of pain and swelling, results noted no evidence of femoral, popliteal or calf vein thrombosis of the left lower extremity. Two weeks later, a CT scan of the abdomen was performed for right sided flank and abdominal pain, and difficulty ambulating. Results showed new small bilateral pleural effusions and basilar atelectasis. An ivc filter is in place, no hydronephrosis, renal, or ureteral calculi. There is severe degenerative disease involving the mid lumbar spine particularly at the ' l3-4 level not changed appreciably from the previous study. Additional information was received and the following sections were also updated. Additional information is pending and will be submitted within 30 days upon receipt.